Manufacturer narrative:
It was reported that the instrument has had a lot of ise noise errors in the past. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for an unspecified number of patient samples on a cobas 8000 ise 1800 module. It was alleged that there is a 20 mmol/l deviation between the initial and repeated patient results. Exact values were not provided. A value of 160 mmol/l, which was an erroneous result, was provided. The repeated result was not provided. The erroneous results were reported to the doctor, who questioned the initial results. The electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service representative was unable to determine the cause for the issue. The customer's ise unit 1 was replaced. Due to the lack of information that was provided, the cause of the event could not be determined.